Event description:
It was reported that this right ventricular (rv) lead exhibited a pace impedance measurement of approximately 1700 ohms the day after implant. The pace impedance measurement at implant was 1036 ohms. Sensing and threshold measurements were unchanged. Boston scientific technical services (ts) explained to the boston scientific field representative that a pace impedance measurement of 1700 ohms is still within the normal specification range but this is an unusual amount of impedance change one day after implant. The representative confirmed that all lead measurements were performed via the pacemaker device, not a pacing system analyzer (psa). Ts suggested performing an x-ray to see if the lead is possibly dislodged. Ts advised that if all other measurements are appropriate, they may consider continued monitoring of the lead. The patient was noted to not be pace therapy dependent. An x-ray was performed, the results of the x-ray appeared normal and the patient was discharged from the hospital. A review of subsequent remote monitoring device data indicated there was no rv lead capture and the patient presented to the emergency room. The patient noted they were experiencing some pain. Another x-ray was perform and a cardiac perforation was confirmed. As a result, the patient was admitted to the hospital and the rv lead was successfully surgically repositioned the same day. The patient was checked again the day after the lead repositioning procedure and was noted to be doing well. The rv lead remains in-service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.